Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient reported they had a return of their urinary symptoms. The patient noted they had surgery in (B)(6) 2014 where a cyst had been removed from their ovary. They did not turn their implantable neurostimulator (ins) off for the surgery and after that surgery the therapy stopped helping them. The patient had it adjusted twice since then and it seemed to work better after adjustments, but they still had no symptom control. The manufacturer representative (rep) was reported to have been notified less than a year ago, nine months ago, as they met twice for adjustments. The patient did not feel stimulation with the therapy confirmed to be on at 1.6v. The patient noted they had poor communication on the patient programmer (pp) and were not able to connect today. They changed the batteries, were able to connect one time, and confirmed the ins was on, however, were not able to connect again to make adjustments and increase. When the patient replaced the batteries in the pp they could not close the battery compartment cover and stated it was loose. The patient's husband then helped and the patient affirmed it was fine and it was not loose. The patient never received the antenna and troubleshooting did not resolve the issue. The patient stated they would attempt to increase when the new pp arrived and if there was no improvement, would follow up with their healthcare provider (hcp). The patient later reported they had received the replacement pp and antenna, however they were still not communicating with the ins even after replacing the batteries multiple times. They had tried communicating for hours but the pp continued to show poor communication. The patient stated they would follow up with their hcp. The patient later reported that since the replacement pp would also not communicate, the steps taken to resolve the issue included a hcp visit, however the patient noted they had not received a call from them yet to set up a time for another procedure to check the leads for proper placement. The rep later reported they were not aware of the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.